Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the synergy ous mr 2.25 x 20 mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found that on proximal stent strut row 1 stent struts were lifted and pulled distally covering stent struts on proximal stent strut row 2. The undamaged section crimped stent maximum outer diameter (od) was measured and is within the maximum crimped stent profile measurement. Stent damage most likely occurred during withdrawal attempts. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The tip was visually and microscopically examined and no signs of damage were noted. A visual and tactile examination found multiple kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive force being applied on the delivery system. A visual and tactile examination of the outer and the inner lumen and mid-shaft found no issues with the extrusion shaft. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 05-jul-2018. It was reported that crossing difficulties were encountered. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified distal left circumflex artery. A 2.25 x 20mm synergy¿ drug-eluting stent was advanced but failed to cross the lesion due to severe calcification. The procedure was completed with a non-bsc stent. No patient complications nor injuries were reported. However, returned device analysis revealed proximal stent damage.